Event description:
The initial reporter alleged repeatedly reactive results for one patient sample tested with the hiv duo elecsys e2g 300 v2 assay on a cobas e 801 analytical unit. The sub-results indicated that the hiv antigen (hivag) was non-reactive, while the antibody to hiv (ahiv) was reactive. Re-testing of the sample was performed in other laboratories; however, the specific method or assay used for hiv confirmation testing was not provided.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit with serial number (B)(6). The investigation was limited due to the unavailability of calibration data, quality control recovery data, and additional sample information. A definitive root cause for the reported event could not be determined based on the available information. The sub-results indicated that the hiv antigen (hivag) was non-reactive, while the antibody to hiv (ahiv) was reactive. Repeatedly reactive results must be confirmed using cdc-recommended confirmatory algorithms, as outlined in the assay's method sheet. The customer was advised to perform hiv confirmation testing in accordance with cdc guidelines in the event of repeatedly reactive results.